Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could only see 80 percent and almost nothing at dusk. The patient saw a half-moon when closing their eyes. The symptom had already improved since surgery 3 weeks ago, but the patient still saw a half-moon and had the feeling that they saw the iol itself when closing eyes. The ophthalmologist stated that everything was fine. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
Correction information was provided in h.6. On initial MDR the FDA evaluation codes of b.17 was submitted. It should have been b.20. The manufacturer internal reference number is: (B)(4).